Event description:
I purchased a soclean2 pap disinfecting device on (B)(6) 2018, from (B)(6) center in (B)(6), to clean my CPAP unit. Since using the product from that time, I have noticed my sense of taste and smell have diminished dramatically as well as a very dry and an unusual taste in my mouth. Everything I eat tastes bland. Can you tell me if this product has side effects that are causing me these issues? I have not changed anything else in my diet. Including no new medications. Is there residue left from the cleaning that are irritating my mucous membranes? I have appointments to see a pulmonary and nose/throat specialist as well as my dentist to rule out any other medical issues. As I mentioned before, there have been no changes to my diet or lifestyle and current blood tests show no issues.